Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient has been hospitalized a couple of times in the last few years. Their neurologist stated they have seizures and wanted the patient to take anti-seizure medications and their system did not handle it anyway. The patient was already on 3 different medications every 3 hours. The patient inquired about one of the few non-invasive treatment options to consider.  For information regarding wireless recharger (wr) beeping and slow recharging, see pe (B)(4).